Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the ventricular channel due to noise, resulting in pacing inhibition. Programming changes were recommended.

Manufacturer narrative:
Additional information indicated the reported device serial number to be incorrect. The identifying serial number is not known. Therefore, the serial number, lot number, manufacturing date, and expiration date fields are being corrected to "blank" or unknown.